Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 1792 pulses. The needle mechanism was reset and found to be deployed properly. No damage or defects were observed that would result in a needle mechanism failure. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion cannot be conclusively determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl (22.2 mmol/l) while wearing the pod between 5 and 24 hours. The patient¿s father reported the bg levels were high all day. The father further stated that the pink slide had not moved forward, which would indicate a needle mechanism failure. During the night they decided to remove the pod, and they noticed the cannula was bent and not properly inserted into the infusion site. There was no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula and needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.